Event description:
Follow up information identified the patient is currently only experiencing pain at the ipg site from the surgical procedure, and is healing appropriately.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the implantable neurostimulator (ins) site. As a result, the physician moved the ins pocket site lower and more medial, and the physician elected to replace the ins due to MRI conditionality. Postoperatively, effective therapy was reported.